Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Customer returned two vials, there was no indication which vial was in use at the time of the event reported. Lot number 278275. Lot number 278287.

Event description:
Customer reportedly received results of 408 mg/dl and 164 mg/dl within 10 minutes on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.